Event description:
Product analysis was completed on the returned generator. The generator was monitored for 24 hours in a simulated body temperature environment. The generator provided the intended output current for the entirety of the monitoring period. A comprehensive electrical evaluation showed that the device performed according to functional specifications. Product analysis found that the generator's battery was ok and at ifi-no (intensified follow-up indicator-no) which means that the first battery indicator had not been triggered. No anomalies were identified. Impedance post-operatively with a new generator was ok.

Event description:
It was reported that the patient was originally referred for prophylactic replacement.. Later it was reported by the patient's mother that the patient's seizures were more frequent, more violent and he does not handle his drooling as well now that his battery was low. Approximately 3 months earlier on (B)(6) 2019, the patient's battery status was 25-50% and impedance was 1972 ohms. The patient was replaced and the implant card indicated that the reason was battery depletion. The suspect product was received but analysis has not be completed on the device to date. No further relevant information has been received to date.